Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Patient safety nurse reported a 500 ml primary bag to infuse at 100 ml/hr and a 250 ml secondary antibiotic bag to infuse over 1 hour at 250 ml/hr were hung at change of shift around 7 am. At 9am the pump alarmed for upstream occlusion and the nurse found the primary bag empty or nearly empty and about 1/3 of the secondary bag gone. The primary infusion appeared to be going too fast. Set up was reportedly correct. The nurse changed the pump and it continued to flow too fast. The nurse changed the primary set and the secondary set and then the infusion appeared to be at the proper rate. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.